Manufacturer narrative:
This report is for an unknown artificial disc replacement: prodisc c. Unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a prodisc-c removal procedure was scheduled on (B)(6) 2019. The surgeon planned a fusion at the level above the prodisc implant and wanted to remove it to fuse the level as well. On an unknown date, the surgeon attempted removal but left the prodisc implant in the patient. Adjacent level fusion was conducted. It is unknown if there was a surgical delay. Patient outcome is unknown. This report is for one (1) artificial disc replacement: prodisc c. This is report 1 of 1 for (B)(4).